Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other device used: catalog #00801802805, versys femoral head, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised, exchanging the head and liner, for an unknown reason.